Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the device appears extremely worn, the paint on the surface of the device is chipped, missing ¿reset¿ button, and the cable is nicked in two spots. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for 3 minutes each, the electrode worked as intended. This procedure was repeated several times to ensure continuity of function and therefore this complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar, and five dissimilar field issue complaints for this lot of 60 devices that were released to distribution. None of the complaints were resulted from a design or a manufacturing defect. The lot is over 4 years old and all the complaints were a result of field wear issues due to heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the biomed from the facility about the intermittent operation of their vapr iii footpedal. It is unknown if it was during a procedure or not but no patient consequences have been reported. The device is coming back for evaluation. No further details were available.